Manufacturer narrative:
The explanted products were not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this ICD system was explanted due to infection. The system was removed successfully. Re-implantation of an subcutaneous implantable cardioverter defibrillator (s-ICD) system was planned for once the patient was healed and in a healthy state. However, it was later reported the patient passed away. The reported cause of death was not related to the infection, but was due to a bleed to the brain due to medication.